Event description:
The customer contact reported the patient received more medication than intended. At 1300, the pump as programmed to deliver an unspecified concentration of dilaudid, with a loading dose of 0.5mg, a 0.3mg pca dose, an 8 minute patient lockout, and a 6mg four hour dose limit. At an unspecified time later, the pump was reprogrammed to deliver a "0.15mg pca dose" with a 6 minute patient lockout. No further programming parameters were provided. At 1605, the nurse noted the patient was "a little loopy." The physician was notified and the rapid response team was called. It was reported that a jaw thrust was performed. The patient was treated with 2 doses of narcan 0.2mg and oxygen (o2) at an unspecified rate. It was reported that the patient responded "relatively quickly." At 1620, the patient's "pupils remain pinpoint," with an o2 saturation between 98-100% and a nasal airway in place. The pump was removed from clinical service. After an unspecified length of time, therapy was resumed with an unspecified lower pca dose using a replacement pump. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 19.7ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml + /-1ml (+/-5%). The pump history was downloaded at the manufacturing facility. A review of the pump history indicated that in 2009 at 1539 the pump was powered on, the shift totals were cleared, there is a check syringe, check injector, check settings, check syringe, check injector alarm. Between 1544 & 1545, an alpha vial was confirmed and the pump was programmed with a drug concentration of 1mg/ml, a 0.5mg loading dose, a 0.3mg pca dose, an 8 minute lockout, a 6mg 4hr limit, and programming was confirmed, the 0.5mg loading dose was completed and the door was locked. At 1640, the door was opened & locked 2 times and the pump was powered off. Review of the pump history indicates the pump delivered as programmed.